Event description:
During set up for a cardiopulmonary bypass procedure, o2 sensor made a service message since it was not replaced on schedule. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but not concluded.